Manufacturer narrative:
Based on the completed investigation, a damaged plug unit resulted in the lack of image. The cause of the dirty circuit board, and the root cause of the reported malfunctions could not be definitively determined. However, the issues are likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During device evaluation, the bronchovideoscope did not display an image. Additionally, the circuit board in the scope connector was observed to be dirty. There were no reports of patient involvement.